Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated with vancomycin (2g, ip, frequency not reported) and was recovering from this peritonitis event. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Date of event: the exact date of onset of peritonitis is unknown. A review of all batch record documents was performed for potentially associated lot numbers gd895235, gd895425 and gd895540 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.